Event description:
The customer returned to olympus evis exera ii duodenovideoscope, for the annual inspection. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the air/water tube had a white foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: air/water cylinder has no color; scope cylinder has no color; forceps channel port is shaved; due to deformation of knob wire, forceps lever does not move smoothly; distal end has corrosion; distal end has discoloration; air/water tube has foreign objects; connecting tube has a wrinkle; due to annual inspection, parts must be replaced; adhesive around objective lens has discoloration; and adhesive around light guide lens has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.